Manufacturer narrative:
A siemens customer service engineer (cse) specialist reviewed the customer's (B)(6) procedure, and found it was not in alignment with the instructions for use. The customer did not repeat (B)(6) testing for the initial sample in duplicate for (B)(6), to determine if a confirmatory (B)(6) is required. The cse instructed the laboratory on how to perform testing for (B)(6) with initial (B)(6) samples, including confirmatory test. The cause of the discordant, (B)(6) result on one patient sample is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
(B)(6) result, below the cutoff for mandatory confirmation testing, was obtained (B)(6)2016 on a female patient sample, (B)(6) pregnant, on an advia centaur xpt instrument. The customer ran confirmatory (B)(4) testing, which resulted (B)(6). The result was reported to the physician(s). The customer reported that the baby was vaccinated upon delivery. The customer did not follow the (B)(4) instructions for use: "samples with an index value of greater than or equal to 1.0 but less than or equal to 50 are considered (B)(6). The test must be repeated in duplicate. If 2 of the 3 results are (B)(6), the sample is considered (B)(6). If at least 2 of the 3 results are (B)(6), the sample is repeatedly (B)(6), and the presence of (B)(6) should be confirmed with the advia centaur (B)(4) confirmatory assay, additional (B)(6) marker assays, or another approved confirmatory method". A new draw from the patient was obtained and tested (B)(6) 2016 and resulted (B)(6). The initial sample was tested in another laboratory, resulting (B)(6). There are no reports of patient intervention or adverse health consequences due to the discordant (B)(6)confirmatory results.